Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended to a scheduled fitting appointment because his listening got worse. A reimplantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user attended a scheduled fitting appointment because his hearing got worse. The user has been re-implanted.

Event description:
The user attended to a scheduled fitting appointment because his listening got worse. A reimplantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Other mechanical damages found during investigation are attributable to the removal surgery. In addition a partial migration of the active electrode at the time of explantation was observed. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user attended a scheduled fitting appointment because his hearing got worse. The user has been re-implanted.